Event description:
The customer reported via phone call that the insulin pump sustained physical damage and was missing a piece from the reservoir compartment. The customer's blood glucose was 196 mg/dl. She did not recalled how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.